Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the trial patient started the trial (B)(6) 2016 because of urge frequency. It was indicated that the patient peed at 9am the morning of the report, and hadn't gone since. They were going to try shutting off the device, and if that didn't make the patient go, they were going to take them to urgent care or the emergency room. They had called the healthcare provider, but they were gone for the day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.